Event description:
It was reported that the patient presented during remote follow-up. Review of transmission revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing. No interventions were performed. The patient was in stable condition.